Event description:
The target lesion was the distal right coronary artery (rca). The vessel was a de-novo, concentric lesion. A 2.5 x 28mm cypher was implanted distally at 12 atm for 30 seconds. Then a 3.0 x 28mm cypher was implanted at 16 atm for 30 seconds proximal to the 1st cypher overlapping it. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure. Act was not measured. Almost two months after the procedure, the patient wasn't showing any symptoms. However, because the patient was bleeding from the digestive tract, antiplatelet therapy (i.e. Aspirin and clopidogrel sulfate) was discontinued. Because there was possibility of thrombus, coronary angiography was conducted and thrombus was observed inside the 2 cypher stents implanted. To treat the thrombus, balloon angioplasty was conducted with a 2.5mm balloon and a 3.0 x 15mm tsunami bare metal stent was additionally implanted. As of 2008, the patient still had congestive hf.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-01742. A male experienced a thrombotic event approximately two months post cypher stents implantation due to discontinuation of antiplatelet therapy. The patient was hospitalized due to chf and inferior mi. A week later, pci was performed in the distal rca. The lesion was described as type b2. The lesion length was 12.3mm and the vessel diameter was 3.9mm. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length with a reference vessel diameter of 2.5 mm to 3.5 mm. Pre-dilation was conducted before the implantation of two overlapping cypher stents, a 2.5x28mm and a 3.0x28mm. Post-dilation was not conducted. Ivus was used. The residual diameter stenosis measured 0%. Timi iii flow was maintained. Two months post-index procedure, aspirin and clopidogrel therapy was stopped due to gastrointestinal bleeding. An elective coronary angiography was performed and thrombus was observed within both cypher stents. To treat the thrombus, balloon angioplasty was conducted and a non-cordis bms was implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Extended DHR review was performed for subassembly ubd two lot numbers. Thrombotic events are a known potential adverse event following stent implantation. Antiplatelet therapy is necessary to prevent thrombotic events. The physician commented that the probable cause of this thrombotic event was because the antiplatelet therapy was discontinued. Based on the information provided, the patient's condition with gastrointestinal bleeding leading to discontinuation of antiplatelet therapy may have contributed to the thrombus formation. Additionally, the vessel diameter was reported to measure 3.9mm, yet the cypher stents diameter chosen were 3.5mm and 2.5mm. It is unknown if ivus confirmed full stent expansion and complete vessel apposition. Thrombus are most likely to form in long stented lesions. The sum of the length of the two overlapping stents measured 56mm. There are possible procedural factors that may have contributed to this event.